Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not removed.

Event description:
It was reported that the patient was hospitalized for intractable back pain. Multiple attempts were made to obtain additional information regarding the nature of the issue, but no further information was available. There have been no reports of further complications regarding this event.